Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guide cath: axess jr35. Nc tenku dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat concentric restenosis in the moderately tortuous, moderately calcified, 90% stenosed distal right coronary artery. After pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc), a 2.75x12mm nc tenku bdc was prepped then advanced and crossed the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. An unspecified bdc was used to perform further dilatation, and an unspecified stent was implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.